Manufacturer narrative:
Medtronic representative inspected the imaging system on-site. There was no power on the j1 connector of the drive logic board. No voltage output was on the power conversion module. Replaced the power conversion module and performed a system check. The imaging system is operational. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that there was no power on the j1 connector of the drive logic board. There was reportedly no output on the power conversion module. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect power enclosure for the imaging system was returned to the manufacturer for evaluation. An electrical evaluation found that there was an open diode on the enclosure. This confirmed an electrical problem on the unit.